Event description:
Based on additional information received on (B)(6) 2018, this case initially considered as non-serious was upgraded to serious (important medical event of device malfunction). This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2017 from a healthcare professional (medical assistant). This case concerns a (B)(6) year old female patient who received treatment with synvisc one and later after unknown latency had inability to bear weight, redness, swelling, pain and tightness. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once (dose and indication: unknown) (batch/lot number:7rsl021; expiry date: may-2020) into the left knee. On an unknown date in (B)(6) 2017, after unknown latency the patient had same reactions, which included swelling, redness, pain, tightness, inability to bear weight. It was reported that the patient had emergency room visits. Corrective treatment: not reported for all the events. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated and global ptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event of device malfunction upon internal review: lot details initially reported as 7rfl021 was corrected to 7rsl021. Additional information was received on (B)(6) 2018. Global ptc number was added. Additional event of device malfunction was added with details. Clinical course updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated (B)(6) 2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced weight bearing difficulty, localised erythema, left knee swelling, left knee pain, joint tightness. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.